Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, it was determined that the drawers had failed. The field service engineer connected with the customer and guided them through troubleshooting and recovery steps. The customer rebooted the station and recovered the failed storage space. Customer confirmed that the drawer was working. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1, 3.2, 4.1, 4.2, and 5.1 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.